Event description:
It was reported that the pt had to charge more often (everyday) and that the battery was running down too quickly. She ran the battery down to zero before her follow-up appointment. It was noted that there was a progressive shortening of the discharge times since implantation. She was not able to charge higher than 75% full after 16 hours of charging and, with no usage, it went down to 50% after one day. Impedance measurements were well within 1100/1800 ohm range. Initial settings were for a1 (channel 1) were: amp: 3.2/4.1, pulse width: 450-450, rate: 40 with electrode configuration of 1, 2 (-) and 3 (+), continuous. For a2 (channel 2) electrode configuration was: 9, 10 (-) and 11 (+). There were no telemetry issues when using the clinician programmer or recharger. Implant depth was not too deep (1.0 to 1.5 cm). The device was replaced. No pt injuries were reported and she recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.